Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.

Event description:
Unomedical reference number (B)(4). Event occurred in the bahrain. It was reported that the patient faced an event of under delivery that led to high blood glucose level of 24 mmol/l and the patient had go to the emergency room. Symptoms reported at the time of hospitalization was abdomen pain and nuasia. Patient was treated with IV insulin drip. No further information available.